Event description:
Boston scientific received information that during the implant procedure, there was friction between the right atrial (ra) lead and right ventricular (rv) lead while positioning due to a narrow passage in the cephalic vein. After positioning the rv lead, the ra lead was displaced. The physician experienced difficulty inserting the stylet to reposition the lead. A fracture was visibly noted near the suture of the subclavian vein. As a result, a new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed deformed coils which were most likely the result of handling damage. No conductor coil fractures were observed. This lead was confirmed to be electrically continuous. As a result, the clinical observation was not confirmed.